Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable does not fit into the usb port properly. Customer used an alternate usb cable and the pump charged successfully. Blood glucose level was not impacted.